Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result generated by the access 2 immunoassay system. There was no death or serious injury. The patient was admitted for observation. There was no change to the patient's treatment other than additional blood samples were collected.

Manufacturer narrative:
Samples were lithium heparin plasma that were centrifuged for 6 minutes at 3500 rpm. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 was within instrument specifications. A field service engineer (fse) was on-site (B)(4) 2010 and performed a system check which failed initially. Fse replaced some hardware, cleaned out the wash nozzle after noticing build up of wash buffer in its inner chamber and performed alignments to the wash nozzle. System check was repeated and met specifications.